Event description:
It was further reported that this patient experienced recurring incontinence. The patient experienced an increase of incontinence after last surgery and now uses 2-3 pads/day which is up from zero pad/day. The physician decided to implant a 5.5 cuff to achieve better coaptation. The physician suspected that the cause of the recurring incontinence was due to an oversized cuff. No device issues were reported and there were no additional patient issues.